Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. (B)(4).

Event description:
A customer reported the laser stopped during the laser application procedure. The procedure was canceled. Additional information requested.

Event description:
Additional information received states that there was a mistake while inserting patient data before using the laser. The issue was resolved after restarting the computer and inputting the information again.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The service technician in this case noted there was some mistake during inserting patient data before using laser and the problem was resolved restarting the computer and reentering the information again. The root cause could not be determined conclusively. According to the information from the service technician, the possible root cause is a mistake during inserting patient data. The manufacturer internal reference number is:(B)(4).